Event description:
Provider states unit comes on and runs for 30 to 40 minutes and then goes down.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1031452-2013-01853.